Event description:
A dreamstation 2 device was returned to a third-party service center with allegations that the device would not power on, no air will blow, and it powers on and off on it's own. There was no report of harm. During the evaluation of the device, the service technician observed electrical damage and the modem was burned. The pca was replaced. The device was checked, and it passed the functional test.